Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, the device will be evaluated and a supplemental report will be filed.

Event description:
The customer reported the evis exera iii xenon light source did not produce light. The light bulb was changed; however, it was dark. The customer also reported that the device was making a loud noise and the scope got hot. The customer reported the diagnostic colonoscopy was completed with no delay, postponement or intervention required. No patient injury reported. This report is being submitted for the reportable malfunction of light not emitted.